Manufacturer narrative:
Date sent to FDA: 03/16/2018. (B)(4) surgical intervention. (B)(4) no code available. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure to treat vaginal vault prolapse on (B)(6) 2016 and mesh was implanted. It was reported that she experienced pain, infections and required additional medical and surgical treatment, including a mesh removal surgery on (B)(6) 2016 at (B)(6). No additional information was provided.